Manufacturer narrative:
The investigation of the returned control printed circuit (pc) board has been completed. The returned pc board was mounted in a reference ventilator for simulated use testing. The reported issue was reproduced. The cause was a faulty crystal on the control pc board. The faulty crystal is part of the internal network for the communication to other subsystems within the ventilator. The failure of this crystal disabled all communication to and from the control pc board and this led to the generation of the reported error code. If the fault occurs during ventilation it will lead to stop of ventilation, a technical error code will be generated. The root cause of why the crystal failed has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating ventilation disabled. There was no patient involvement. (B)(4).